Manufacturer narrative:
(B)(4). If additional relevant information or samples become available, a follow-up report will be submitted.

Event description:
It was reported that an interlink system continu-flo solution set had a back check valve not working. The secondary medication went back into the drip chamber. The event occurred during infusion. A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the root cause could not be determined. If additional relevant information or samples become available, a follow-up report will be submitted.